Manufacturer narrative:
(B)(4).

Event description:
Both t1 and t2 deploy at the same time. It is unknown if there was a backup device. It is unknown if there was a delay. There were no patient injuries reported.

Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery systems were returned for evaluation. Only the insertion devices were returned no suture or ts. The needles on each device are dramatically bent on two planes. The actuator is lodged at the distal end of the needle tip on each device. The devices were functionally tested for proper actuator advancement and cycling and were found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Credit will not be issued.